Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain"), pelvic pain ("pelvis pain") and genital haemorrhage ("heavy bleeding") in a 54-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mole excision. Previously administered products included for an unreported indication: depo provera from (B)(6) 2013 to (B)(6) 2014, levora from (B)(6) 2014 to (B)(6) 2014 and micronor from 2009 to 2011. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/pain is awful"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/periods for 2 weeks/bleed for months"). In 2015, the patient experienced the first episode of urinary incontinence ("urine leaking"), cystitis noninfective ("bladder of inflammation"), weight increased ("weight gain/weight gain/loss specify: weight gain"), adnexa uteri cyst ("paratubal cyst"), pollakiuria ("frequency urinating every 1 hour"), haematuria ("hematuria"), the second episode of urinary incontinence ("urinary incontinence"), cystocele ("cystocele") and trigonitis ("trigonitis"). In 2016, the patient experienced rash ("rash on scalp/scalp rash/scalp breaking out"), feeling abnormal ("brain fog/ neurological conditions or problems-brain fog/terrible brain fog"), alopecia ("hair loss/hair loss") and the first episode of dysgeusia ("metallic taste in mouth/other injury or complications-describe: metallic taste in mouth"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety/anxiety attacks"). In (B)(6) 2017, the patient experienced the first episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain/joint pain/bad hip pain"), the third episode of urinary incontinence ("bladder control problems/bladder control issue"), the second episode of dysgeusia ("metallic taste in mouth/other injury or complications-describe: metallic taste in mouth"), procedural pain ("post-operative recovery"), the second episode of allergy to metals ("reaction to nickel and metal in essure device/nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), vulvovaginal candidiasis ("vaginal candida infection") with vaginal discharge, vaginal odour and vulvovaginal pruritus, fungal infection ("yeast infection/yeast infection"), mental impairment ("psychological or psychiatric problems condition: brain fog"), abdominal pain ("abdominal pain"), neck pain ("neck pain"), skin disorder ("huge painful bumps on the base of head") and cholelithiasis ("gallstones"). The patient was treated with antidepressants, surgery (plaintiff underwent a bilateral salpingectomy to remove the essure) and surgery (removal of bilateral essure implants and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, pelvic pain, genital haemorrhage, fatigue, arthralgia, depression, anxiety, the last episode of urinary incontinence, the last episode of dysgeusia and procedural pain was resolving, the rash, feeling abnormal, alopecia and fungal infection had resolved and the vaginal haemorrhage, menorrhagia, the last episode of allergy to metals, cystitis noninfective, abdominal distension, vulvovaginal candidiasis, mental impairment, weight increased, adnexa uteri cyst, pollakiuria, haematuria, cystocele, trigonitis, abdominal pain, neck pain, dysmenorrhoea, skin disorder and cholelithiasis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anxiety, arthralgia, back pain, cholelithiasis, cystitis noninfective, cystocele, depression, dysmenorrhoea, fatigue, feeling abnormal, fungal infection, genital haemorrhage, haematuria, menorrhagia, mental impairment, neck pain, pelvic pain, pollakiuria, procedural pain, rash, skin disorder, trigonitis, vaginal haemorrhage, vulvovaginal candidiasis, weight increased, the first episode of allergy to metals, the first episode of dysgeusia, the first episode of urinary incontinence, the second episode of allergy to metals, the second episode of dysgeusia, the second episode of urinary incontinence and the third episode of urinary incontinence to be related to essure. The reporter commented: patient sought medical attention for her symptoms (B)(6) 2003 technique: micro insert placed left cornua and right cornua. Number of proximal coils: 1 on left cornua and 0 on right cornua. Patient tolerated placement without difficulty. (Per mr) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingectomy - in (B)(6) 2014: confirming full occlusion of fallopian tubes on (B)(6) 2014. Resulted in total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: joint pain, urinary incontinence , rash on scalp, brain fog. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs and other social media received. Dysmenorrhea, huge painful bumps on the base of head, gallstones were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain"), pelvic pain ("pelvis pain") and genital haemorrhage ("heavy bleeding") in a 54-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera on (B)(6) 2013. Concurrent conditions included obesity. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced the first episode of urinary incontinence ("urine leaking"), cystitis noninfective ("bladder of inflammation"), adnexa uteri cyst ("paratubal cyst"), pollakiuria ("frequency urinating every 1 hour"), haematuria ("hematuria"), the second episode of urinary incontinence ("urinary incontinence"), cystocele ("cystocele") and trigonitis ("trigonitis"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced the first episode of allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), rash ("rash on scalp"), the third episode of urinary incontinence ("bladder control problems"), the first episode of dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), procedural pain ("post-operative recovery"), the second episode of allergy to metals ("reaction to nickel and metal in essure device/nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), vulvovaginal candidiasis ("vaginal candida infection") with vaginal discharge, vaginal odour and vulvovaginal pruritus, fungal infection ("yeast infection"), mental impairment ("psychological or psychiatric problems condition: brain fog"), weight increased ("weight gain"), the second episode of dysgeusia ("metallic taste in mouth"), abdominal pain ("abdominal pain") and neck pain ("neck pain"). The patient was treated with surgery (plaintiff underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, genital haemorrhage, fatigue, arthralgia, rash, depression, anxiety, the last episode of urinary incontinence, feeling abnormal and procedural pain was resolving and the pelvic pain, vaginal haemorrhage, menorrhagia, the last episode of allergy to metals, cystitis noninfective, abdominal distension, alopecia, vulvovaginal candidiasis, fungal infection, mental impairment, weight increased, the last episode of dysgeusia, adnexa uteri cyst, pollakiuria, haematuria, cystocele, trigonitis, abdominal pain and neck pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anxiety, arthralgia, back pain, cystitis noninfective, cystocele, depression, fatigue, feeling abnormal, fungal infection, genital haemorrhage, haematuria, menorrhagia, mental impairment, neck pain, pelvic pain, pollakiuria, procedural pain, rash, trigonitis, vaginal haemorrhage, vulvovaginal candidiasis, weight increased, the first episode of allergy to metals, the first episode of dysgeusia, the first episode of urinary incontinence, the second episode of allergy to metals, the second episode of dysgeusia, the second episode of urinary incontinence and the third episode of urinary incontinence to be related to essure. The reporter commented: patient sought medical attention for her symptoms (B)(6) 2003 technique: micro insert placed left cornua and right cornua. Number of proximal coils: 1 on left cornua and 0 on right cornua. Patient tolerated placement without difficulty. (Per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingectomy - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, events- abnormal bleeding (vaginal), menorrhagia, reaction to nickel and metal in essure device/nickel allergy, urine leaking, bladder of inflammation, gastrointestinal or digestive system condition type: bloating, vaginal candida infection, yeast infection, psychological or psychiatric problems condition: brain fog, vaginal discharge, weight gain, paratubal cyst, frequency urinating every 1 hour), hematuria, urinary incontinence, cystocele, trigonitis, abdominal pain, pelvis pain, neck pain, different odor, itching vaginal were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain"), rash ("rash on scalp"), depression ("depression"), anxiety ("anxiety"), urinary incontinence ("bladder control problems"), dysgeusia ("metallic taste in mouth"), allergy to metals ("nickel allergy"), feeling abnormal ("brain fog") and procedural pain ("post-operative recovery"). The patient was treated with surgery (plaintiff underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, genital haemorrhage, fatigue, arthralgia, rash, depression, anxiety, urinary incontinence, dysgeusia, allergy to metals, feeling abnormal and procedural pain was resolving. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dysgeusia, fatigue, feeling abnormal, genital haemorrhage, procedural pain, rash and urinary incontinence to be related to essure. The reporter commented: patient sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in (B)(6) 2014: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.